Manufacturer narrative:
The adjustment potentiometer of the main pcba was adjusted to determine the maximum beat rate; the maximum beat rate achieved was 138 bpm, which confirmed the customer reported issue. However, the driver was within specification and still met the requirement of 140±5 bpm per mfg-152, freedom driver system final test and acceptance procedure. The damaged main pcba was replaced. The driver was serviced and passed all final performance testing. The driver performed as intended and there was no evidence of a device malfunction. The reported issue poses a low risk to a patient because the driver was not supporting a patient at the time of would continue to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior of the driver revealed no abnormalities. Visual inspection of the internal components of the driver revealed a damaged potentiometer adjustment slot at location rvi of the main printed circuit board assembly (pcba). The driver's alarm history was retrieved from the eeprom and no new alarms were recorded. The customer did not report any alarms. The freedom driver met all testing requirements with no anomalies or alarms.

Event description:
The syncardia freedom driver was not in patient use. The customer reported that when she was testing the freedom driver she found that the heart rate could not be adjusted to higher than 138 bpm. The reported issue poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.